Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular periods and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and weight increased ("weight gain"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy (uterus only), surgical rem). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2001: total bilateral occlusion; in march 2011: essure device was successfully occluded . (B)(6) 2010:hcg urine qualitative: negative. (B)(6) 2016:surgical pathology report. Pre and post operative diagnosis: dysfunctional bleeding and pelvic pain. Diagnosis: uterus, hysterectomy: proliferative type endometrium. No hyperplasia is seen. Focal areas suggestive of small endometrial polyp. Myometrium show small foci of adenomyosis. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, depression and mental anguish, dysmenorrhea, dyspareunia, weigh gain are added. Lot number & lab data updated. Historical conditions & drugs were added. Product, patient & reporter information updated. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular periods and dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and weight increased ("weight gain"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy (uterus only), surgical rem). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2001: total bilateral occlusion; in (B)(6) 2011: essure device was successfully occluded (B)(6) 2010:hcg urine qualitative: negative. (B)(6) 2016:surgical pathology report pre and post operative diagnosis: dysfunctional bleeding and pelvic pain diagnosis: uterus, hysterectomy: proliferative type endometrium. No hyperplasia is seen. Focal areas suggestive of small endometrial polyp. - myometrium show small foci of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a 24-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, irregular periods and dysfunctional uterine bleeding. Concomitant products included ibuprofen (advil) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, 8 months 11 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy (uterus only), surgical rem). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, weight increased, anaemia, migraine and headache outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2001: total bilateral occlusion; in (B)(6) 2011: essure device was successfully occluded. (B)(6) 2010:hcg urine qualitative: negative. (B)(6) 2016:surgical pathology report. Pre and post operative diagnosis: dysfunctional bleeding and pelvic pain. Diagnosis: uterus, hysterectomy: proliferative type endometrium. No hyperplasia is seen. Focal areas suggestive of small endometrial polyp. Myometrium show small foci of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received:event anemia,migraines,headaches added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2010:hcg urine qualitative: negative. On (B)(6) 2016:surgical pathology report pre and post operative diagnosis: dysfunctional bleeding and pelvic pain diagnosis: uterus, hysterectomy: proliferative type endometrium. No hyperplasia is seen. Focal areas suggestive of small endometrial polyp. Myometrium show small foci of adenomyosis. Concurrent conditions included overweight, irregular periods and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2010 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("weight gain"), 1 month 11 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/ bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy (uterus only), surgical rem). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and anaemia had resolved and the genital haemorrhage, depression, anxiety, dyspareunia, weight increased, migraine, headache and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, bleeding, menorrhagia, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2001: results: total bilateral occlusion; in (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿post removal complication¿ was recoded to post procedural complication. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2010:hcg urine qualitative: negative. (B)(6) 2016:surgical pathology report pre and post operative diagnosis: dysfunctional bleeding and pelvic pain diagnosis: uterus, hysterectomy: proliferative type endometrium. No hyperplasia is seen. Focal areas suggestive of small endometrial polyp. - myometrium show small foci of adenomyosis. Concurrent conditions included overweight, irregular periods and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2010 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("weight gain"), 1 month 11 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/ bleeding") and procedural pain ("post removal compication"). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy (uterus only), surgical rem). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and anaemia had resolved and the genital haemorrhage, depression, anxiety, dyspareunia, weight increased, migraine, headache and procedural pain outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, bleeding, menorrhagia, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2001: results: total bilateral occlusion; in (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: post procedural complication. Event outcome were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent laparoscopic supracervical hysterectomy due to complication of essure device). At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure device was successfully occluded. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.